Manufacturer narrative:
Continuation of d10: product ID 97792, lot# hg3eeut, product type accessory product ID 97792 lot# hg3eeut, product type accessory product ID 977a260 lot# va24gux023, product type lead product ID 977a260 lot# va24gux024 , product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the system was replaced.

Manufacturer narrative:
H3: analysis of implantable neurostimulator (ins) serial number (B)(6) found insignificant anomalies, and ins functioning ok. An alysis of unknown electrical stim lead serial number (B)(6) found the body of the conductor broken at anchor site. Analysis of unknown electrical stim lead serial number (B)(6) found body of the conductor broken at anchor site and distal end conductor broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the impedances were checked and reference points were changed. The patient was reprogrammed away from affected electrodes. The patient denied any trauma or falls, no x-rays were done at the time. The cause of the impedances was unknown. Since the 0-7 was completely high impedance and also the 11, 12-15 electrodes the patient was reprogrammed with the remaining electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient reported they had seen the settings not available message on their controller around the beginning of (B)(6) 2021.  The rep met with patient on (B)(6) 2021 and checked impedances.  Electrode 11 was out of range, electrodes 12-15 were >40,000 ohms, and electrodes 8-10 were around 25,000 ohms.  The rep reprogrammed around electrode 11.  The patient confirmed that they hadn't had any falls or trauma; the cause was not known at the time of the report.  No symptoms reported.  [Omitted information pertaining to the rtm issue -- see pe 704235093].  [Omitted information pertaining to rep's prior cases of impedance issues since rep reported they were all reported already via mpxr reports].